Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The returned microcatheter had its tip separated and missing. On the remaining tip surface, longitudinal deep scratch marks, which were assumed to be caused by contact with calcium or the previously deployed stent, were observed. Circumferential cracks on the tip surface proximal to the tip separation site suggested that the tip was pulled when it became separated. Based on the above findings, it was concluded that the tip was separated at approximately 2 mm from the tip end where the border between tip polymer and underlying braids lay. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that pulling stress exceeding the product design limit might be inadvertently applied while the catheter tip was caught by sharp calcium in the lesion or the previously deployed stent, leading the tip to be stretched and eventually torn off. There was no indication of product deficiency. Instructions for use states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the rca was tortuous and a stent was previously deployed in 2002. This procedure was for a calcified lesion in the distal rca. Two attempts to cross the lesion were made with the subject microcatheter and non-asahi and asahi guide wires; however, those attempts went unsuccessful. A new non-asahi guide catheter was then replaced and the guide wire was exchanged to other non-asahi guide wire. The lesion was crossed and the microcatheter was withdrawn from the anatomy with resistance when a radiopaque marker was found remained proximal to the stent in the mid rca. It was thought to be a catheter tip and the microcatheter was then removed for inspection. The tip seemed intact visually. The radiopaque object was attempted to be removed by snaring however it failed. A 3.0 x 12 mm stent was deployed to jail the radiopaque object.